Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw and red. The patient¿s nurse recommended vaseline for the skin irritation patient reported that the irritation is getting better.